Event description:
We received a report from the hospital as follows: "during a scanning of a patient, abnormal sound and smoke was generated from a CT gantry. The operator pushed an emergency switch and stopped the examination." It is considered that the patient was not injured when the phenomenon occurred (2007). However, three weeks later, toshiba was informed by the hospital that the patient complained of mental disorder (fatigue and insomnia after the incident).

Manufacturer narrative:
The investigation by a service engineer revealed that the phenomenon was from a failure of inv (+) unit and the unit was replaced at the site (inv [+] unit - one of the units for generating high voltage.) The failure analysis for the unit was performed by the manufacturer and revealed that the phenomenon (abnormal sound/smoke) was caused by igbt (hv switching device) breakage. However, the root cause of the igbt breakage has not been identified as yet. Toshiba is currently investigating the root cause of ibgt breakage together with the manufacturer of inv (+) unit and the manufacturer of igbt. After the investigation is completed, toshiba will determine if any corrective action is necessary.